Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced severe hyperglycemia after forgetting to reconnect the ilet following a shower and then eating, resulting in fingerstick readings exceeding 600 mg/dl and prolonged time above 180 mg/dl until infusion supplies were changed and insulin delivery was resumed. Symptoms included thirst without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no hospitalization, no assistance from others, and symptom resolution as glucose trended down over several hours. Investigation included troubleshooting and education regarding reconnection after disconnection and proper timing when manual insulin is used, with confirmation of normal device alerts for prolonged hyperglycemia. Investigation of this case revealed user-related interruption of insulin delivery due to disconnection, with the infusion set and cartridge functioning after supply change and no device alarms or malfunctions observed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to failure to reconnect the infusion set after bathing and subsequent hyperglycemia.